Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2j0z1 implanted: (B)(6) 2022: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and repeated information previously reported in this case. Patient reported the elevator accident caused their lead to migrate. Patient stated their neurologist had patient turn it off because it was not working. Patient inquired if it was safe to have an MRI scan since their lead had migrated, if they turned their device back on and put it in MRI mode. Patient inquired about getting MRI of their neck. Patient stated the lead was not damaged, it just got pulled out of the spine/had migrated. Patient confirmed no fragments. Agent consulted tech services and reviewed lead location information with patient. Agent redirected patient to their managing physician to discuss lead location and MRI eligibility. An overview of MRI eligibility was provided. Patient was provided with the technical services phone number for hcp, if needed.

Event description:
Additional information was received from the patient. They reported that the steps taken to resolve the issue were that they explanted the old one on (B)(6) 2024. The explant was successful.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2j0z1, implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urgency frequency. It was reported that the patient was in an elevator accident on 14-feb-2024 and the device was working properly before the accident. Patient said after the elevator accident the patient started having incontinence again. Patient had to turn stim up 5 -6 points and they are still waiting to see if the results show if the device moved. Patient doesn't know if it moved but the device is not working and they keep turning stim up. Patient hasn't felt stim at all since they turned stim up 6 points. Patient said once or twice a they feel a stabbing pain at the implant site, reviewed patient can try turning stim off and seeing if the pain goes away. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.